Event description:
During pfa procedure, a clot was noted on the introducer and the procedure was cancelled. After the introducer was inserted into the left atrium, the physician noted a fibrous strand from the shaft which they believed to be a clot. The catheter was aspirated and flushed twice. The case was cancelled and when the sheath was pulled back into the right atrium, the thrombus could no longer be seen. The introducer was flushed after removal from patient and not clot or damage was noted.

Manufacturer narrative:
Additional information: b1, d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on the dorsal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause the clot or the damaged seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.